Manufacturer narrative:
Bender, m. T., colby, g. P., lin, l., jiang, b., westbroek, e. M., xu, r., . . . Coon, a. L. (2018). Predictors of cerebral aneurysm persistence and occlusion after flow diversion: a single-institution series of 445 cases with angiographic follow-up. Journal of ne urosurgery, 1-9. Doi:10.3171/2017.11.jns171738 the pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2018-00344 2029214-2018-00345. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient complications during or after pipeline placement. The purpose of this article was to evaluate the outcomes after flow diversion of anterior circulation aneurysms to identify predictors of occlusion and aneurysm persistence. The authors retrospectively reviewed 445 pipeline embolization device (ped) procedures in 387 patients. The patients' mean age was 56 years; 84% of the patients were female. The article states that intraprocedural ped thrombosis occurred in 11% of cases. The article states that the overall rate of major, postprocedural complications was 3.5%: this rate includes a 1.1% rate of major stroke, a 1.8% rate of intracranial hemorrhage, and a 0.7% rate of subarachnoid hemorrhage.